Event description:
It was reported that the device would not power up on ac or dc. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
The removed power supply pcb was sent to physio-control failure analysis center for further evaluation. It was observed that an integrated circuit, designator u5 was shorted between pins 12 and 13. This caused the malfunction of the power pcb assembly.